Event description:
It was reported that the patient¿s device failed to complete the cyber security update and went into a bvvi mode. The device was able to be restored from bvvi by downloading the previous device firmware through the etp screen. The physician reprogrammed the patient¿s pacemaker but did not reattempt the update. The patient did not experience any symptoms.